Manufacturer narrative:
The spectranetics glidelight laser sheath device was discarded by the user facility. There is no allegation that the glidelight malfunctioned. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced for a dual chamber lead extraction of a right ventricular(rv) and a right atrial (ra) pacing lead. Indication for extraction was that the leads were malfunctioning. The rv lead was successfully extracted utilizing a spectranetics 11fr tightrail rotating dilator sheath. Then a spectranetics 14fr glidelight laser sheath 500-302 and a spectranetics 11fr tightrail rotating dilator sheath was used for extraction of the ra lead. Progress was made up to 4-7cm from the distal end when the lead broke. The sheath and the broken portion of the lead were extracted from the body. 2-4 minutes after the sheath was removed the patient's blood pressure dropped and an echocardiogram showed pericardial effusion. Rescue efforts commenced. The cardiovascular surgeon repaired a 2-3 cm tear in the subclavian vein. One day post procedure the patient was stable in the cardiac intensive care unit (ICU).